Event description:
It was reported that the wake button came off. The customer's blood glucose level was 175 mg/dl. Reportedly, the customer will continue to use current pump, and has manual injections available for insulin therapy.